Event description:
Dexcom g6 sensor inaccuracy: 12:16pm g6 reading 215, finger stick reading is 161. That is a mard of 33.5%, which is outside the allowed 20% range.

Event description:
Additional information received on 09/10/2024 from the reporter for report mw5159349. Dexcom g6 sensor inaccuracy: 11:46am g6 reading 85, finger stick reading is 111. That is a mard of 23.4%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 12pm g6 reading 48, finger stick reading is 113. That is a mard of 57.5%, which is outside the allowed 20% range.